Event description:
Technician alleged that the hi/low on the bed drifts down from the high position. No injuries.

Manufacturer narrative:
Technician cleaned and degreased the hi/low brake assembly to resolve the issue.